Event description:
On (B)(6) 2024, I had an appointment with (B)(6) imaging on (B)(6). I had an MRI of my abdomen without contrast. I was called on that date to be reminded that I had an appointment. When I got to the facility, I was called in after about 15-20 minutes. While having the MRI, I noticed that my arm was getting really hot and I notified the technician. I told her and she bought a cold towel and put it on my arm and proceeded with the exam. I thought that was strange. After the MRI, I notified the other technician that I had developed a blister and there was sore on my left arm just above my elbow. The other technician gave me a bandage to put on the blister and then notified the technician that had given me the MRI and they looked to me to be really worried or just scared and worried. I told them that I was sorry that this had happened, but that it should not have happened. They left the room and went to talk to one of the head technicians/radiologists and when they returned, they had a note absolving them of all my injuries. I did not sign anything. I told them, that I could not understand why this happened and that there must have been something wrong with their MRI machine. After this happened, I have had constant feelings/sensations like my neck and upper back feels like it is on fire. Also, at my temples seems like it is burning. This is an awful feeling and I would hate for this to happen to anyone else. It is horrific and a travesty and something needs to be done.